Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during the implantation of this inflatable penile prosthesis (ipp), the physician noted that the cylinders felt different, softer, as if the material had changed slightly. Additionally, silicone bulging was observed during device testing. The physician determined that the implant was functioning properly and did not require replacement. No additional information was provided.